Event description:
It was reported that during a surgery a 4.5 ft screw broke off. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Update dw 08-nov-2024: further information was provided that the event occurred during an anterior tibial transposition for the patella.

Event description:
Update dw 08-nov-2024: further information was provided that the event occurred during an anterior tibial transposition for the patella.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use and/or over-torquing the screw during insertion.